Manufacturer narrative:
(B)(4) the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that the generator device was not working and had an error 200 ref 12. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
Additional information received on 11/11/2018 stated that there were no surgical delay and no patient impact. The case was completed using a different machine, an alternative product readily available. The machine was set aside, a different vapr machine was used. The event occurred pre-op.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated at service center. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". External physical damages (probably from dropping). Unit modified according to guideline of manufacturer. Unit safety test (iec60601-1 / din en 62353) performed according to manufacturer's final test procedure with reference accessories. Physical damaged case upper replaced. Unit calibrated newly. Functional test performed. Electrical safety test according to iec 60601-1 completed. By built-in-test (bite) indicated fault codes analysed. Defective material exchanged. Functional test according to test procedure completed. Defective electrical connector replaced. Damaged rf board replaced. Missing material renewed. 1hr.- output power test completed. Damaged ID board replaced. Socket connection between the ID and rf boards secured with silicone sealant. As per input check report, top plate was damaged, no tissue seal, screws at ID board was broken, ID board was loose, snap river and outside screws were missing, j7 at rf board was damaged, pins were broken, pin socket was found corroded by fluid and on off switch had bad contact. The root cause is the defective rf board. Review of the device history record indicated that there is a supplier non conformance opened for this released serial number ((B)(4)), which is unrelated to the reported condition. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).